Event description:
Review of the device diagnostic history upon service of the device noted a prior occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. The device diagnostic history noted the ventilator had been operating on the internal battery and the device alarmed due to a low battery condition. The occurrence was not previously reported by the customer and there was no patient harm reported. The manufacturers field service engineer completed a full performance verification and the device passed all tests to operating specifications.